Event description:
The customer states that patient samples generated an aeroset sodium assay result of 176 meq/l using the fasttrack position. The same sample generated an aeroset sodium assay result of 142 meq/l using the reserve stat position on the analyzer. A service call was initiated. There is no impact to patient management reported.